Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information through a post market surveillance clinical survey, that during use of this bio-medicus life support cannula, the tubing was removed from the cannula with a tubing clamp for venting purposes. Removal of the tubing with the tubing clamp caused a crack in the cannula connector. The crack/damage in the cannula was not detected immediately and a small clot formed between the tubing and the connector a few days later. The customer stated that the cannula was used without any issues reported, the cannula was not replaced by a new cannula since there was no issue with the cannula itself. There were no patient symptoms or injuries related to this event.